Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a female pt who received poligrip (super poligrip extra care with poliseal) paste intermittently over a period of 20 to 25 years for loose dentures. A physician or other health care professional has not verified this report. The pt's past medical history included appendectomy and hysterectomy. Concurrent medical conditions included high cholesterol, high triglycerides, indigestion and type 2 diabetes. Co-suspect medication included fixodent. Concurrent medications included sodium rabeprazole (aciphex), gemfibrozil, simvastatin, glibenclamide (glyburide), metformin hydrochloride (metformin), hydrocodone + paracetamol (hydrocodone apap) and pregabalin (lyrica). On an unknown date, the patient started poligrip (dental). The patient reported that for the past 20 to 25 years, she switched between use of poligrip and fixodent denture adhesive. Approximately two to three months prior to the report, the patient experienced neuropathy. The patient stated that her neuropathy may be related to her history of diabetes, but was concerned that zinc in both poligrip and fixodent products could be the cause. At the time of reporting zinc levels had not been tested. This case was assessed as medically serious by gsk. Treatment with poligrip was discontinued. At the time of reporting, the event was unresolved. Manufacturer's comment: the manufacturer's report number for this case is 9681138-2007-00014. Super poligrip extra care with poliseal is manufactured in another country. The product is not available. No corrective actions have been required based on this report.